Manufacturer narrative:
The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would lead to insufficient insulin delivery.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization, hyperglycemia and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was hospitalized in the intensive care unit (ICU) due to diabetic ketoacidosis (dka) high blood glucose (bg) levels (>500 mg/dl) dehydration, and vomiting, while wearing the pod on the abdomen between 4 and 24 hours. At the hospital, the patient was placed on a drip of insulin and fluids.